Manufacturer narrative:
One tr band and packaging were returned for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or balloon assembly. There is 2ml of air left in the band. The sample was subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a piece of foreign matter was found. One tr band and packaging were returned for assessment and the sample leaked at the check valve due to foreign matter. The complaint can be confirmed for air leakage issues. The cause is foreign matter in the check valve. Review of the potential device history record showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. A corrective action was initiated for this issue.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. B3: date of event: requested, not provided. D4: catalog number: requested, unknown d4: lot number: requested, unknown. D4: expiration date: unknown due to unknown catalog and lot combination d4: UDI: unknown due to unknown catalog and lot combination. D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: nursing professional development specialist I. H4: device manufacture date: unknown due to unknown catalog and lot combination. The product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: following a heart cath, the tr band lost inflation.